Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of leaky transfer set and peritonitis coincident with dianeal pd2 ambuflex therapy. On (B)(6) 2003, the patient began dianeal pd2 ambuflex therapy (nightly, dose not reported) intraperitoneally (ip) via continuous ambulatory peritoneal dialysis (capd). In (B)(6) 2011, the patient experienced a leaky transfer set. On an unreported date in (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial treatment with an unspecified antibiotic. On an unreported date in (B)(6) 2011, the event of peritonitis resolved. The patient was trained on aseptic technique; however a break of aseptic technique was not reported. It was not reported if the event of leaky transfer set resolved. Dianeal pd2 ambuflex therapy was ongoing. The nurse reported the event of peritonitis was not related to dianeal pd2 ambuflex therapy. A causality statement was not provided for the event of leaky transfer set.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint could not be confirmed in the lab since there was no sample returned. In fact the product involved is uncertain. Since no product defect could be identified, no root cause can be determined. A batch review was performed for h11c31030 and an exception was noted for molding defect associated with the connector component. There is no evidence to support association to the reported problem. The affected product was 100% inspected. Corrective actions implemented and effective. Quality inspections were acceptable with all product release requirements acceptable. A review of all batch record documents was performed for h10l07041, h10k12043, h10k12043, h11b21041 h11d25048 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Batch review results are acceptable; no further evaluation required.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). On (B)(4) 2011 product surveillance contacted facility and spoke with peritoneal dialysis (pd) nurse. Pd nurse reports the leak from transfer set was coming from the clamp not closing completely. Pd nurse confirmed that the transfer set had been replaced. There was no sample available. The patient has been on automated peritoneal dialysis (apd) for several years. The transfer set had been in use for 7-10 days, catheter is stored coiled against the body. The home patient (hp) has not used any disinfectants to clean the set. There was no indication of the patient overtorquing or having difficulty opening or closing the twist clamp. There was no damage or excessive force used on the set. It's unknown when the leak occurred.